Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the managing physician for the device did not diagnose not treat the urinary tract infection/bladder infection, but it was noted that the implant was for fecal incontinence, not urinary. It was noted that that the urinary tract infection/bladder infection was not related to the implanted device or therapy, and that the patient received treatment elsewhere. No further complications were reported.

Manufacturer narrative:
The other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the hcp didn't treat the patient's urinary tract infection (uti). They didn't know what caused the uti, but noted that the patient didn't have overactive bladder symptoms and the ins was for fecal symptoms only. The patient didn't have a history of utis, but this uti wasn't related to the device or system. The patient received an outside prescription for the uti.

Manufacturer narrative:
Date of event was reported as within the last 3 weeks (2017).

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported within the last 3 weeks, the patient got a bladder infection which was still on-going. They also mentioned that when they were on a plane, it seemed like there was a lot of pain in their lower back. It was determined during troubleshooting that the batteries in the programmer needed to be replaced. After replacing them, the patient was able to adjust the stimulation from 0.50 volts to 0.80 volts where they felt it as comfortable. The patient was going to follow up with their healthcare professional (hcp) if the issues were not resolved. There were no further complications reported or anticipated. [Omitted information related to (B)(4) bowel movement issues]

Manufacturer narrative:
A serious outcome of other for the bladder infection is not attributed to be related to the device or therapy. (B)(4). If information is provided in the future, a supplemental report will be issued.